Event description:
It was reported via repair work order that the fowler was drifting due to malfunctioned fowler clutch. It was further reported that the headend left siderail was stuck down due to damaged siderail carrier. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.